Event description:
Patient's (B)(6) calling to state that curlin pump is giving her error. (B)(6) tried trouble shooting pump but that did not work so switched patient over to gravity infusion. Rph transferred (B)(6) to (B)(6) to schedule replacement curlin pump, pump manual, and pump return box for delivery. Patient did not miss a doss due to malfunction as it was provided via gravity, therefore no adverse event, and pump is being returned. No further information. Did the reported product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? If yes, was any medical intervention provided? No; is the actual device available for investigation? Yes; did we replace the device? Yes; did the pt have a backup device they were able to switch to? No. Reported to cvs/caremark by health professional.